Event description:
During the unloading of a patient from the ambulance the legs did not lock causing the cot to lower. The paramedic attempted to stop the cot from lowering by reaching with their left arm and was injured. The paramedic's left bicep ruptured and the left elbow was strained which required surgery.

Manufacturer narrative:
The cot was tested and the unit operated according to specifications. No additional information available on the injured emt.